Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements greater than 3000 ohms. Thresholds were also increased, and there was no capture at max pacing outputs. The physician observed the increase in threshold measurements approximately six months ago and elected to monitor until elective replacement near (ern) was reached. Subsequently, the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned.